Event description:
False negative binaxnow covid-19 ag test while mildly symptomatic and presumably contagious (contact 1 day prior to test became infected). I took a good sample and followed all instructions. FDA safety report ID # (B)(4).